Manufacturer narrative:
Labeled for single use and reuse. Device discarded - unable to follow up. No conclusions can be drawn.

Event description:
An optometrist reports a pt wearing acuvue oasys contact lenses came to his office reporting blurry vision, redness and pain in the right eye. The ecp was not sure what contact lens solution was used by the pt. The optometrist found the pt's va was 20/30 and the pt had spk, corneal edema and corneal haze od, the os was fine. The pt was treated with tobradex but there was not a great improvement in the corneal edema, corneal haze and va. The pt has been referred to an ophthalmologist. The reporting optometrist has not received an update from the ophthalmologist at this time. The optometrist does not know the cause of the symptoms, but believes this to be a contact lens related event. The ecp does not have the lenses or the lot information. Any additional information will be sent within 30 days of receipt. MDR events are reviewed at quarterly management review meetings.